Manufacturer narrative:
Device was received with a missing segments or partial display due to cracked glass. Unable to verify s.w version and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments or partial display. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer removed battery but insulin pump did not receive insert battery alarm. Battery compartment was not damaged and spring neither damaged nor corroded. Customer did changed battery but display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.